Event description:
It was reported that the patient's lead was explanted and replaced.

Manufacturer narrative:
Further information requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient was experiencing increased gait disturbance and falls. As a result, surgical intervention is expected, on the right lead, to resolve the issue.